Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet pump was dropped, the screen separated from the device housing, and the display became nonfunctional, after which a replacement was arranged, and the user was instructed to return the original device. Symptoms included hyperglycemia with a reported maximum glucose of 300 mg/dl for approximately one day, without ketone testing and without immediate health effects. Outcomes included the user reverting to subcutaneous insulin injections and no medical intervention or hospitalization. The investigation included a review of the complaint details and coordination to return the original device for evaluation. Investigation of this case revealed a screen bezel separation and loss of display function consistent with physical damage to the device enclosure and screen assembly. It was concluded that the cause was device damage due to external physical impact.